Event description:
It was reported that shock impedance was greater than 150 ohms since (B)(6) 2024. It was also reported that the patient received an lvad in (B)(6) 2022. Home monitoring does show this but also indicates many instances over the last year of impedance below 200 ohms. Home monitoring shows high short interval count indicative of lead noise as well as rv lead monitoring episodes that show lead noise. The patient was being prepped for dft. Physician was informed that the diagnostics indicate a potential lead integrity issue and a shock delivered during dft or in the future is not guaranteed to be effective with shock impedance greater than 150 ohms. Physician canceled dft and is planning to extract the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Additional report of lead fracture received. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 23 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found rubbed through between 9.5 and 11 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Additional report of lead fracture received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.